Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 43 mg/dl; cause of the low was unknown. Customer consumed carbohydrates to address the issue. Tandem technical support conducted a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.